Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, although the blocks fit great and the distal lateral resection depth said to be 5mm, the surgeon stated that it looked like 2mm and required needed significant ligament releases due to being tight laterally. Reportedly, the procedure continued with a change in technique, with a delay of less than 30 minutes and no injury. Responses to requested medical documentation/information had not been received as of the date of the medical investigation and the clinical root cause could not be concluded. Patient impact beyond the reported ¿significant ligament releases¿ and the 0-30-minute surgical delay could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents instruct user to revert to standard instruments should device performance be unsatisfactory. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka surgery while using the visionaire adaptive guide kit journey ii, the blocks fitted great, but the distal lateral resection depth said to be 5mm, however, the surgeon stated that it looked like 2mm. It was tight laterally and needed significant ligament releases. The procedure finished using a change in surgical technique, with a surgical delay of less than 30 minutes and no injury to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.